Event description:
A center director reported that one month following uneventful, bilateral lasik surgery, the patient reported "rainbow glare" in the right eye. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).